Manufacturer narrative:
D10. Concomitant products: sc-543, sc-543 caprosyn* 3-0 und 75cm sc1 x36 (lot d4a3772y); sc-543, sc-543 caprosyn* 3-0 und 75cm sc1 x36 (lot d4a3772y); sc-543, sc-543 caprosyn* 3-0 und 75cm sc1 x36 (lot d4a3772y); sc-543, sc-543 caprosyn* 3-0 und 75cm sc1 x36 (lot d4a3772y); sc-543, sc-543 caprosyn* 3-0 und 75cm sc1 x36 (lot d4a3772y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a mastectomy surgical procedure, on two devices, the suture broke in the middle while tying. Another suture was taken to resolve the issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: d4 (UDI#), d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. Six representative suture samples were returned for analysis. Visual inspection of the representative samples noted no abnormalities. Functionally, the breaking point load force was measured and were found to fail ep minimum mean and minimum individual specifications. Based on the results of the simple knot test, the representative sample failed testing. It was reported that the suture broke in the middle while tying. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. Improvements have been initiated to mitigate this condition. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.